Manufacturer narrative:
D2a: common device name: system, test, automated antimicrobial susceptibility, short incubation. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phoenix¿ ast-s indicator solution insufficient indicator error occurred with the ast-s panel. The following information was provided by the initial reporter: according to the customer's report, an insufficient indicator error occurred with the ast-s panel. It occurred in a re-test. In another re-test with a new product, the same error occurred again.

Event description:
It was reported that bd phoenix¿ ast-s indicator solution insufficient indicator error occurred with the ast-s panel. The following information was provided by the initial reporter: according to the customer's report, an insufficient indicator error occurred with the ast-s panel. It occurred in a re-test. In another re-test with a new product, the same error occurred again.

Manufacturer narrative:
This complaint is not confirmed. This complaint is for insufficient indicator test aborts when using phoenix ast-s indicator (246009) batch number 2207841. The customer did not provide indicator returns, photos or lab reports for the investigation. For investigation, three (3) retention bottles of phoenix ast-s indicator from the complaint batch were dropped into 12 ast broth tubes (4 tubes per indicator bottle) and then poured into twelve (12) internal qc panels. The twelve (12) qc panels were ran on a m50 instrument to observe for test aborts. At the end of the run, there were no test aborts observed due to insufficient indicator. Therefore, this complaint is not confirmed for a performance issue. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaints on the complaint batch. Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. H3 other text : see h.10.